Event description:
Procedure: lap gastric bypass. According to the reporter: tissue was cut but not stapled. Stapler could not be detached from cartridge for reload. There was no adverse blood loss, surgery time was extended beyond 30 minutes due to having to remove damaged tissue, hand sew the anastomosis, and convert the procedure to open.